Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
The customer reported that the insulin pump alarmed no delivery during bolus. Troubleshooting was done. Customer's blood glucose was 277 mg/dl. Customer stated that the alarm was resolved by a reservoir change. Customer does not want to return reservoir and sets for analysis. Customer changed the reservoir and tubing but not the site and received another no delivery alarm. Advised to always check the blood glucose levels after changing theirs sets to ensure there is insulin delivery. No further information provided.